Event description:
It was reported a patient was undergoing radiation therapy near the device. The device was interrogated and device reset was observed. The device was restored out of backup. The device was planned to be monitored after each radiation therapy.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.